Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced dense adhesions and bowel obstruction. Post-operative patient treatment included small bowel resection, removal surgery, exploratory laparotomy, excision of pelvic mass, left oophorectomy, lysis of adhesions and enterolysis.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic laparoscopic treatment of an incisional hernia. It was reported that after implant, the patient experienced dense adhesions, bowel obstruction, pelvic pain, nausea, abdominal mass and vaginal bleeding. Post-operative patient treatment included small bowel resection, removal surgery, exploratory laparotomy, excision of pelvic mass, left oophorectomy, lysis of adhesions and enterolysis.

Manufacturer narrative:
H6 patient codes - e2402 (abdominal mass). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic laparoscopic treatment of an incisional hernia. It was reported that after implant, the patient experienced dense adhesions, bowel obstruction, pelvic pain, nausea, abdominal mass, pain, mesh erosion, bowel was densely adherent and ingrowing into the mesh itself and vaginal bleeding. Post-operative patient treatment included small bowel resection, removal surgery, exploratory laparotomy, excision of pelvic mass, left oophorectomy, lysis of adhesions and enterolysis.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic laparoscopic treatment of an incisional hernia. It was reported that after implant, the patient experienced abdominal pain, serosal tear, perforation, organ damage, inflammation, dense adhesions, bowel obstruction, pelvic pain, nausea, abdominal mass, pain, mesh erosion, bowel was densely adherent and ingrowing into the mesh itself and vaginal bleeding. Post-operative patient treatment included small bowel resection, mesh removal surgery, exploratory laparotomy, excision of pelvic mass, left oophorectomy, lysis of adhesions, CT-scan, medication, mesh revision, and enterolysis. Relevant tests/lab data: 17jul2018: per op note, CT scan concerning for a closed loop obstruction.

Manufacturer narrative:
H6 (patient codes, ime e2402: ileus, abnormal white blood cell count, abnormal hematocrit, abnormal hemoglobin, coughing). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic laparoscopic treatment of an incisional hernia. It was reported that after implant, the patient experienced abdominal pain, serosal tear, perforation, organ damage, inflammation, dense adhesions, bowel obstruction, pelvic pain, nausea, abdominal mass, pain, mesh erosion, bowel was densely adherent and ingrowing into the mesh itself, vaginal bleeding, small intestine with surface hemorrhage, possible development of ileus within small bowel loop, abnormal white blood cell count; hematocrit; albumin; hemoglobin, enteritis, infection, mildly distended gas-filled transverse colon, deserosalization of the bowel, scarring, adhesive disease, vomiting, dehydration, headache, sinus bradycardia, midabdominal pain, seroma/hematoma, constipation, recurrence, coughing, bloody drainage, small open area near lower incision with drainage from incision site. Post-operative patient treatment included small bowel resection, mesh removal surgery, exploratory laparotomy, excision of pelvic mass, left oophorectomy, lysis of adhesions, CT-scan, medication, mesh revision, enterolysis, anastomosis, hospitalization, reinforced wound with staple, IV fluids, ng tube, pain anti-nausea meds.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic laparoscopic treatment of an incisional hernia. It was reported that after implant, the patient experienced bulge, erythema, serosanguinous discharge, tenderness, abdominal spasms, abdominal pain, serosal tear, perforation, organ damage, inflammation, dense adhesions, bowel obstruction, pelvic pain, nausea, abdominal mass, pain, mesh erosion, bowel was densely adherent and ingrowing into the mesh itself, vaginal bleeding, small intestine with surface hemorrhage, possible development of ileus within small bowel loop, abnormal white blood cell count; hematocrit; albumin; hemoglobin, enteritis, infection, mildly distended gas-filled transverse colon, deserosalization of the bowel, scarring, adhesive disease, vomiting, dehydration, headache, sinus bradycardia, midabdominal pain, seroma/hematoma, constipation, recurrence, coughing, bloody drainage, small open area near lower incision with drainage from incision site. Post-operative patient treatment included small bowel resection, mesh removal surgery, exploratory laparotomy, excision of pelvic mass, left oophorectomy, lysis of adhesions, CT-scan, medication, mesh revision, enterolysis, anastomosis, hospitalization, reinforced wound with staple, IV fluids, ng tube, pain, anti-nausea meds.

Manufacturer narrative:
Additional info: h6 (patient codes). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.